Manufacturer narrative:
Concomitant medical products-(lot#sfl00436); pelvicol 2cm x 7cm 1.0mm (lot#unknown) (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of pelvic prolapse and stress incontinence. It was reported that after implant, the patient experienced recurrent stress urinary incontinence, cystocele (prolapse), mesh extrusion, pain, erosion, infection, unspecified urinary problems, dyspareunia, acute cystitis, hematuria, atrophic vaginitis, exposure of vaginal mesh into vagina, incontinence of feces, sexual dysfunction, recurrent uti's, urinary frequency, and vaginal bleeding. Post-operative patient treatment included additional surgical interventions.